Event description:
There was difficultly starting the IV catheter. When the nurse started the IV she partially pulled out stylet. She stopped to tape down wings to stabilize IV. Her left thumb was nicked by stylet that was poked through from the safety sheath.manufacturer response: we need to save the product.